Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported allegation of discomfort cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
The patient has a thoracic and a cervical system. The issue described herein pertains to the thoracic ipg. It was reported the patient experienced discomfort at the ipg site due to the placement of the ipg. In addition, the patient had not used or charged the ipg for a while. As such, the ipg is inoperable. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg.